Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation did not determine a product issue. The primary root cause is the low viral concentration of the eqa sample, leading to stochastic detection as governed by the poisson distribution.

Event description:
There was an allegation of a questionable hcv result with eqa proficiency samples tested with the cobas® taqscreen mpx test, version 2.0 for use on the cobas s 201 system. On (B)(6) 2026, the initial primary pool of 6 (pp6) and primary pool of 1 (pp1) results were non-reactive. On (B)(6) 2026, the retest of pp6 was non-reactive and the retest of pp1 was reactive for hcv. Repeat on a competitor platform, kehua, with a pp8 and pp1 was reactive for hcv. The sample was also repeated at another customer site and the pp6 was non-reactive and pp1 was reactive for hcv.